Manufacturer narrative:
Follow-up received on 24-oct-2015: this case has been identified during monitoring of postings an FDA hosted docket website (FDA-2014-n-0736-1722), which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015. Consumer had essure placed in 2011 after an emergency c-section in hospital that left her unable to have a tubal. She was given little information on side effects including nickel contents (even though she test highly allergic to almost everything and even worse since implanting essure). The implant was extremely difficult for the doctor and painful for her. In (B)(6) 2014 she had an unplanned hysterectomy due to an essure coil migrating out of her tube and into her uterus. Although her doctor coded it as abnormal uterine bleeding so insurance would cover the procedure). Lt caused excruciating pain as well as leaves her to question many of the other health problems she suffered since the insertion of essure. Some of those health problems (ovarian cysts, thyroid nodules, cysts throughout her body) continued even after removal. Some of her health problems: severe weight gain, dizziness, blurry vision, frequent migraines, hair loss and hives have vanished with essure removal. She was not aware of others having similar complaints until recently and have received little information from physicians. She has yet to find a doctor in her area that inserts or even knows much about essure at all. Her doctor that performed her hysterectomy refuses to insert essure based on the information he has reviewed. Company causality comment: this non-medically confirmed, social media case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced abnormal uterine bleeding. It was reported that essure coil migrating out of her tube and into her uterus. An unplanned hysterectomy was performed. The previous reported event finally essure free was deleted. The events were considered serious, due to their medical importance and are listed in essure's reference safety information. In this case, the exact date and mechanism of migration were not known. Based on their nature, a causal relationship with suspect insert cannot be excluded. This case was considered an incident since surgical intervention was performed and device was removed. Additionally the non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information can be obtained since this a social media case.

Manufacturer narrative:
Follow-up information received on 06-may-2016. A legal claim was received. Plaintiff was implanted in (B)(6) 2011. After being implanted with essure, this plaintiff began to suffer from severe pelvic pain, severe migraines, anxiety, hair loss, bloating, decreased libido, skin irritation, extreme menstrual changes, and depression. Plaintiff had to have a hysterectomy as a result of essure. Company causality comment: this non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced abnormal uterine bleeding and excruciating pain / pelvic pain. It was reported that essure coil migrating out of her tube and into her uterus. A hysterectomy was performed as a result of essure. The previous reported event finally essure free was deleted. Upon receipt of follow-up information, this case became legal. The events were considered serious, due to their medical importance and are listed in essure's reference safety information. In this case, the exact date and mechanism of migration were not known. Uterine bleeding and pelvic pain may occur with essure therapy. Based on their nature, a causal relationship with suspect insert cannot be excluded. This case was considered an incident since surgical intervention was performed and device was removed. Additionally the non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information will be obtained through the litigation process.

Manufacturer narrative:
(B)(4).

Event description:
This is a social media case report received from a female consumer of unspecified age in united states on (B)(6) 2014 and refers to herself, who had essure (fallopian tube occlusion insert) inserted on an unspecified date. It was reported that essure was embedded outside of her uterus. She had a hysterectomy at (B)(6) years old. She also reported pain and suffering. Ptc investigation result was received on (B)(6) 2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Company causality comment: this non-medically confirmed, social media case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and essure was embedded outside of her uterus. She was submitted to a hysterectomy. This event was considered serious due to medical importance and is listed according to essure's reference safety information. During essure therapy there is a risk that the device could move out of the fallopian tubes, this movement could be an expulsion, migration to abdominal cavity or occur as a result of an uterine or fallopian tube perforation during insertion. In this particular case, although the exact date and mechanism of device embedment were not reported; given this event's nature a causal relationship with the suspect insert cannot be excluded. This case was considered an incident, due to the reported intervention (hysterectomy). Additionally the non-serious event pain was reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information can be obtained since this a social media case. Case closed.